Manufacturer narrative:
Block h6:imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that three resolution 360 clips were used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when attempted to close the lesion site using the resolution clip, the first few clips deployed without their metal heads, while the last three failed to detach from the catheter. The client confirmed that all necessary deployment steps were followed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.